Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿no anomaly¿. As received the pump was empty and running in the simple continuous infusion mode. Also noted was that there was a motor stall and motor stall recovery in the pump logs which occurred (B)(6) 2015, well after the pump was explanted. Pump passed dispense accuracy testing. Pump was subjected to a 17 day volume infusion test. The outcome of the volume infusion test was with in what is recommended in the clinical reference guide. Destructive analysis was performed. No anomalies noted. Analysis of the catheter found ¿no significant anomaly¿. As received 3 segments of catheter were returned for analysis (segment 1= 9.4cm in length, segment 2=5.9 cm in length, segment 3=45.3 cm in length). The dispense tip was missing from segment 3. The catheter segments were patent as received. During the pressure test, the catheter was manipulated to look for issues with kinking that could cause an occlusion, no such issues discovered during analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient wasn¿t getting pain relief. At refills, the pump had volume discrepancies. On (B)(6) 2014 the expected residual volume (erv) was 8.2; the actual residual volume (arv) was 9. On (B)(6) 2014, the erv was 4; the arv was 8. On (B)(6) 2014, the erv was 0; the arv was 12. On (B)(6) 2014, the erv was 8.1; the arv was 15. On (B)(6) 2014, the erv was 4.4;the arv was 15. On the date of this report, the erv 21.9; the arv was 30. The cause of the discrepancies was unknown. A side port check found no flow. When replacing the pump, they could not aspirate the catheter. The pump and catheter were replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported the cause of the volume discrepancies not confirmed though the hcp indicated that the cause was a pump issue, malfunction-discrepancy with residual volume. No other troubleshooting had been performed before the system replacement. The patient recovered without permanent impairment.